Manufacturer narrative:
Updated fields: b4; d8; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected field: e3. A getinge field service engineer (fse) checked the device and issue not reoccurring after long-term running. After reconnecting tubing, performed during running. Battery and safety disk replaced as a regular replacement part. Equipment calibration performed. Overall inspection results: good. Based on the evaluation results provided by the field service engineer, ¿leak may occurred due to iab/balloon.¿ however, since no part was returned for evaluation, the root cause could not be determined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak alarm. The unit was switched out to another iabp in about 10 minutes, treatment continued. There was no patient harm reported.